Event description:
The customer contacted stryker to report that their device does not power on with ac or dc power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The power module was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and determined that the cause of the reported issue was damaged ac pass filter.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on with ac or dc power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.